Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device stopped without alarm. The patient was manually ventilated. No injury has been reported.

Manufacturer narrative:
A draeger technician checked the device after the event and replaced the valve air and valve o2. A test of the visual and audible alarm functionalities passed without a deviation. The reported missing alarm could not be reproduced or confirmed. The log files of the device as well as the affected valves were provided for the investigation at the manufacturer. The error codes listed in the log files at the time of the event confirm a faulty valve air and valve o2. Hardware analysis of the valves showed that abrasion in both valves caused the reported issue. The device detected the faulty components and initiated a warmstart in an attempt to solve the issue. During a warmstart (lasting approximately 8 seconds) the device opens the airway system to allow spontaneous breathing and posts an alarm. As the hardware issue could not be solved the warmstarts were repeated. Replacement of the affected valves fixed the problem.

Event description:
Please refer to the initial-report.